Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that through remote transmission, noise reversion episodes were observed due to ventricular lead noise. The clinician also noted loss of ventricular capture. The patient was suggested to be brought in clinic for further testing. No further information is available at this time.